Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 10, 2024, was filed inadvertently. Adverse event is not related to cochlear device.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.